Event description:
It was reported the lead was damaged during an explant procedure. It was unclear if any lead fragments remained in the patient. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up reported there was a portion of the lead remaining in the patient. It was also unknown when the explant had occurred. During the explant there was an attempt to cut down further to get the remaining lead fragment, however, there was still a portion left behind. Later follow up reported there was lead fragment left behind. The reason for calling was MRI related so the lead fragment was mentioned. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, lot#, serial#, implanted:, explanted:, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).